Event description:
The pt reported, she was unable to establish communication between her scs ipg, charging system and pt programmer. The pt also reported, she received no telemetry and comm error 2501 messages from the programmer. Follow-up identified a sjm representative confirmed the issue using multiple external devices and the pt was no longer receiving stimulation. Subsequently, the scs ipg was explanted and replaced which resolved the issues.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.